Event description:
Patient called in to report multiple service error code. Patient was unable to wear the wcd system due to multiple service error codes and "plug in your monitor" alerts. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Returned therapy cable passed weight, safety, and eit. The returned device passed all field return tests and inspections . The reported condition could not be replicated. There is no indication of a product malfunction. The reported service code can be erroneously generated if the patient has not fully inserted the plug connector during power up or removes it during power up. Will continue to trend for future occurrences.